Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implantable cardioverter defibrillator upgrade. During the procedure the patient¿s right atrial lead became dislodged and, as such, the physician opted to cap and replace the lead as well on (B)(6) 2018. The patient was stable throughout.